Event description:
It was reported that the ilet connector component cracked and the connector piece snapped while the user was changing supplies, and the user removed the broken connector with tweezers without incident; blood glucose levels were reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no need for medical intervention. Investigation included customer interview, photographic review, and assessment of product history. Investigation of this case revealed a cracked connector consistent with mechanical breakage during handling, with no evidence of device alarms or performance degradation. It was concluded that the event was attributable to a component break of the connector, with no patient harm and no effect on glycemic control. A replacement box of connectors was arranged to be shipped via ground.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.